Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak in a capd disconnect y set. The patient noticed a hole at the top of the drain bag. The patient stated the leaking drain bag was found during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. However, it was reported that the drain bag leaked from a hole near the top of the bag. The cause of the leak was determined to be the hole in the bag. Should additional relevant information become available, a supplemental report will be submitted.